Event description:
It was reported that on the day of this report the patient had gone in for an electrocardiogram (EKG) and the patient tried to turn therapy off with the programmer but was unable to turn the left side implantable neurostimulator (ins) off with the programmer. It was noted that the EKG was rescheduled for another day and once at home the patient was able to connect with the ins and turn therapy off. Patient had a pacemaker device implanted too close to her deep brain stimulator ins device on the left side and sometimes it would affect connection with her programmer. It was noted that it was draining on her ins for some time. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3389-40, lot# j0340570v, implanted: (B)(6) 2003, product type lead; product ID 3389-40, lot# j0340323v, implanted: (B)(6) 2013, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.